Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, when the surgeon was hammering an unknown femoral nail, and as heading the driving cap, it snapped off, and the thread snapped off into the insertion handle. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome was unknown. Concomitant device reported: unknown femoral nail (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded this report is 1 of 1 for (B)(4).

Event description:
The procedure was completed successfully with no surgical delay. The patient outcome was good. Additional concomitant device: hammer (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot l648298: manufacturing site: bettlach. Release to warehouse date: february 02, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken, and the broken fragment was stuck inside the received insertion handle. No other issues were observed with the returned device except normal wear. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.